Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: carto 3 system, model # m-4800-01, s/n: (B)(4); smartablate generator, model # m-4900-07, s/n: (b)(64. Smartablate pump, model # m-4900-08, s/n: (B)(4); bidirectional cs catheter (brand unspecified), model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool smarttouch bi-directional sf catheter and suffered ventricular fibrillation requiring cardioversion (defibrillation). During ablation, when the first radiofrequency application was applied, the patient went into ventricular fibrillation. Cardioversion was performed x 3 shocks and sinus rhythm was restored. Procedure resumed and was successfully completed. Patient was reported to be in stable condition upon exiting the procedure room. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the catheter may have induced ectopy.